Event description:
It was reported that there were no end of life alerts. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. The bin file was downloaded and reviewed and no end of life alerts was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.